Manufacturer narrative:
Evaluation summary. No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. However, the handpiece was returned for evaluation. The product met specifications at the time of release. A visual assessment of the returned handpiece reveals dents on the handpiece irrigation line and a cut on the handpiece strain relief. The returned handpiece was connected to a calibrated system. The returned handpiece could not be recognized by system. No additional test was performed. The reported event could not be confirmed. Therefore, the root cause remains inconclusive. The root cause of the observed dents on the irrigation line was most likely due to customer mis-handling of product. The root cause of the observed cut on the handpiece strain relief can be attributed to the non-conforming handpiece strain relief. The root cause of handpiece not recognized by the system was found to be the component drifting out of specification as the handpiece is autoclaved. (B)(4).

Manufacturer narrative:
A sample was received by a company representative. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A healthcare professional reported that upon use of the phaco handpiece it was noticed that the sculpt function was not working during a procedure. Another handpiece was used. There was no consequence for the patient. Additional information has been requested.

Manufacturer narrative:
The clock start date on the MDR was originally reported as (B)(6) 2015, the correct date should have been (B)(6) 2015. (B)(4).